Event description:
It was reported the patient came to the hospital after receiving 43 shocks. A lead revision was scheduled due to loss of sensing, noted as 'because of the shocks'. It was further reported that before the operation, it was noticed that the pocket was infected. It was decided to extract the whole system. The patient's status was reported as ok. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.